Manufacturer narrative:
The reported complaint of "advisory error 34" (encoder failure) was verified. Encoder was replaced and the device passed final test. No adverse event reported.

Event description:
It was reported that during shift test, the board displayed advisory error 34 and would not clear. No adverse event reported.